Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celexa) for mood swings and topiramate for pain. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), headache ("headache"), pain ("body hurts"), fatigue ("tired") and complication of device removal ("complication removal from essure"). The patient was treated with surgery (for essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, headache, pain, fatigue and complication of device removal outcome was unknown. The reporter considered complication of device removal, fatigue, headache, mood swings, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celexa) for mood swings and topiramate for pain. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), headache ("headache"), pain ("body hurts"), fatigue ("tired") and complication of device removal ("complication removal from essure"). The patient was treated with surgery (for essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, headache, pain, fatigue and complication of device removal outcome was unknown. The reporter considered complication of device removal, fatigue, headache, mood swings, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : new reporter and event complication removal from essure added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celexa) for mood swings and topiramate for pain. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), headache ("headache"), pain ("body hurts") and fatigue ("tired"). The patient was treated with surgery (for essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, headache, pain and fatigue outcome was unknown. The reporter considered fatigue, headache, mood swings, pain and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, mood swings, headache, pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.